Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device was deployed. The device did not meet the size criteria and was visually under compressed, but all other release criteria were met with no visible shoulder. The closure device was released and a few minutes later, the closure device embolized. Surgical intervention was required to remove the embolized device. Three days post procedure the patient was ambulatory and neurologically sound and is expected to make a full recovery.